Event description:
Consumer reports accuracy problems associated with bd latitude. Analysis of the reported readings using clarke error grid with a reference point of competitive meter, indicated the following: ref 267 vs. Bd 450 ; 147 vs. Bd 317 ; 160 vs. Bd 417. All data points fell into the c zone of the grid, outside the acceptable range - potential malfunction.